Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the davol device may have caused or contributed to the events as alleged. The information provided is limited and the maude event report did not include contact information, therefore additional information cannot be requested at this time. No conclusion can be made. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via maude event report (mw 5075536): "reporter's wife had an abdominal wall surgery in which sepramesh was implanted. A television broadcast was shown warning consumers not to use this device, however his wife's doctor felt comfortable with leaving the device in. Approx 3-4 months after the surgery, his wife's symptoms of constant pain, vomiting, burning sensation and headaches began."